Event description:
The pt was revised 16 days post implantation due to the optima system caudal screw sitting proud indicating that it was not full seated. The implant had not malfunctioned and had performed as expected.

Manufacturer narrative:
The implant performed as specified. The revision surgery occurred due to an issue with an ancillary component, not manufactured by zimmer tmt.